Event description:
The customer's mother reported that the screen was stuck on the number 3, with an alarm during the countdown. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.